Event description:
It was reported when using the pyxis medbank system was offline. The customer reported that a malfunction occurred when the user attempted to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined a message indicating the drawers were offline appeared when an attempt was made to retrieve an item. A technical support specialist updated the usb exception and disabled it to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.